Event description:
It was reported that a leakage occurred from a crack in the plastic. No patient injury was reported.

Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history review (DHR) was performed subsequent to the manufacturing/service of said device, prior to its release. No problems or issues were identified during this review. This was not reported as an out of box failure. A product sample was received for evaluation. Functional and visual testing were performed. The evaluation was performed, and the reported issue was confirmed. The technician replaced the leaking water tank gasket, tank cover due to cracks around the screw holes. O-rings were changed as a preventive measure. The root cause of the reported issue was undetermined. The device passed all functional and safety test.